Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure. A reboot did not restore functionality, and the system had to be removed for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken wire in the lemo receptacle. The lemo receptacle was repaired. Additional inspection and evaluation resulted in the replacement of the battery pack, interconnect cable, and backplane. Additionally, the system was re-calibrated. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.